Event description:
It was reported that during a da vinci si hysterectomy with salpingo-oophorectomy procedure, the permanent cautery spatula instrument (pcs) broke and a fragment from the instrument broke off and fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(6) 2012 isi contacted the initial reporter at (B)(6) hospital and she indicated that no additional surgical procedure was required to remove the instrument fragment as the surgeon was able to remove the fragment using a laparoscopic grasper through one of the assistant ports. An x-ray of the affected area was not performed however, irrigation of the affected area was performed to ensure that there were no remaining instrument piece(s). She further indicated that no harm or injury to the patient as a result of the reported event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument was returned with a .175 x .320 piece missing from one side of the proximal clevis and most of the missing section is between the clevis ears. Engineering has concluded that the damage was likely due to overloading at the instrument tip while the instrument wrist is pitched. Engineering observation also found that the pitch cable is broken and the cable crimp is missing. The pitch up cable is broken at the distal clevis hub. The cable segment that contains the crimp is missing. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.